Manufacturer narrative:
(B)(4). Medwatch# (B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer reports that the ed doctor was attempting to place a radial artery catheter and during advancement of the catheter, the guide wire kinked making it unusable. Another device was used without issue. Therapy was delayed.

Manufacturer narrative:
(B)(4). Medwatch# (B)(4). The customer returned one used a-04122-006a assembly and one used a-04122-003b assembly from a ra-04122 kit. The spring wire guide (swg) was advanced past the line on the tubing to the maximum extended position and was protruding 0.8cm out of the tip of the catheter. Approximately 0.5cm of the needle was visible between the tube and catheter, and the catheter was kinked 2.2 cm below the hub. The catheter was removed and it was found that the swg kinked slightly above the tip of the needle cannula. The catheter body length measured 3.5cm. The catheter tip inner diameter (ID), the guide wire outside diameter (od), and the needle cannula ID and od were all measured and all dimensions were acceptable. The swg was retracted easily and was advanced with some resistance through the needle cannula. A device history record (DHR) review was performed and there were no relevant findings. The IFU cautions that if resistance is encountered while advancing the guide wire, do not force feed and warns not to retract the guide wire against the edge of needle while in a vessel to minimize spring guide wire damage. (Con't) other remarks: the issue of the swg and catheter kinking was confirmed upon receipt of the sample. A DHR review did not reveal any manufacturing related issues. Based upon the damage observed on the returned sample and the time of discovery it was determined that the probable cause of this issue is operational context.

Event description:
The customer reports that the ed doctor was attempting to place a radial artery catheter and during advancement of the catheter, the guide wire kinked making it unusable. Another device was used without issue. Therapy was delayed.